Event description:
It was reported while using bd neoflon¿ pro IV cannula the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: an incident report has been done because the needle pierced the cannula with high risk to patient injury.

Manufacturer narrative:
Initial reporter address: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd neoflon¿ pro IV cannula the needle pierced the catheter. There was no report of patient impact. The following information was provided by the initial reporter: an incident report has been done because the needle pierced the cannula with high risk to patient injury.

Manufacturer narrative:
Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.